Event description:
It was reported the device displayed primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found prior to use with a patient, and the device was switched to a working unit.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a chip on lower left corner of top case and crack on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker for preventive, upgrade device software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.